Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The ens was not returned. The investigation is limited without device return. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ens. The event was reviewed for previous investigations and none applied. Reviewed for known inherent risks listed in product labeling and event applies to known event trend shocking or jolting because the patient reported feeling a shock from their device. Reviewed for escalation to ncet and escalation was not required. Event is included in monitoring for known inherent risks as disclosed in product labeling. The investigation of the ens is inconclusive because the cause of the allegation is unverified despite follow up attempts. (B)(4).

Event description:
It was reported that the patient was somewhat concerned about tens therapy because she had been given a prescription for one in the past but when she tried a stimulation test she had experienced an "electric shock". It was reported the patient ¿thought she was getting electrocuted¿, the same way someone could get from an outlet or an electric stove. It was logged they were testing the patient for a stimulator implant and it was all external. (B)(6)-2013 lfc (hcp): it was reported that the patient did not received the trial from the hcp. The trial hcp was unknown.